Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system log and found no related error. The fse inspected patient side manipulator (psm) 3 and observed no damage. The fse found no issue with the sterile adapter position. The fse performed the friction tests on psm 3 axes 1 and 2 without any issue. The fse checked the cable tension on psm 3 axis 3, and the axis value was at 75 grams, which was lower than the reference value (120-190 grams). The fse adjusted psm 3 axis 3 value to 165 grams. The system was tested and verified as ready for use. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse's investigation. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted simple prostatectomy surgical procedure, it was hard for the surgeon to open the instrument tip on psm 3. An isi fse adjusted the cable tension on psm 3 axis 3 to correct the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that it was hard to open the instrument tip on patient side manipulator (psm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reinstall the instrument and reseat the sterile adapter, but the issue could not be resolved. The site continued with the procedure as planned. There was no reported injury. Isi performed a follow-up on 17-oct-2022 and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site was able to continue and complete the procedure successfully with psm 3.